Event description:
It was reported that the right ventricular (rv) and right atrial (ra) leads were fractured due to a clavicle bone crush. The rv and ra leads were both explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: (B)(4) implanted: 2011 (B)(6); product ID: 407652 implanted: 2007 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: (B)(4) the full lead was returned, analyzed and analysis was performed and no anomalies were found, visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.